Event description:
Customer reported the drive support cap was loose. Customer's blood glucose was 175 mg/dl. Customer was not sure how damage occurred. Customer stated the drive support cap was sticking out and does not recall pressing it in. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with loose and or protruded drive support disk. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.